Manufacturer narrative:
New information: this is a follow up to report a brand change from u by kotex unknown tampons to u by kotex click super tampons. Report type: follow up 1. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up to report a brand change from u by kotex unknown tampons to u by kotex click super tampons.

Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer reported the string pulled out of the tampon leaving the tampon inside. She went to the ER where the tampon was removed four and a half hours later. Multiple attempts have been made to obtain further information from the consumer. No further information has been received.